Manufacturer narrative:
(B)(4). The reported complaint of system error 1 alarm is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the patient was admitted to the emergency department and underwent coronary stent implantation with the support of iabp. The patient was critically ill and continued to use iabp after the surgery. October 30th, iabp malfunctioned and was unable to [pump]. Contact the iabp engineer and report to the equipment department that the fault cannot be eliminated. Due to the inability of iabp to be used, doctors can only remove it and stop using it. Engineers need to replace the front panel accessories for iabp's instrument maintenance". The patient was not placed on a new pump. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "the patient was admitted to the emergency department and underwent coronary stent implantation with the support of iabp. The patient was critically ill and continued to use iabp after the surgery. (B)(6), iabp malfunctioned and was unable to [pump]. Contact the iabp engineer and report to the equipment department that the fault cannot be eliminated. Due to the inability of iabp to be used, doctors can only remove it and stop using it. Engineers need to replace the front panel accessories for iabp's instrument maintenance". The patient was not placed on a new pump. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided.

Event description:
It was reported that "the patient was admitted to the emergency department and underwent coronary stent implantation with the support of iabp. The patient was critically ill and continued to use iabp after the surgery. October 30th, iabp malfunctioned and was unable to [pump]. Contact the iabp engineer and report to the equipment department that the fault cannot be eliminated. Due to the inability of iabp to be used, doctors can only remove it and stop using it. Engineers need to replace the front panel accessories for iabp's instrument maintenance". The patient was not placed on a new pump. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a; corrected data: n/a.